Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported to ms&s that the facility is having issues with the lumen of the hickman, leonard and broviac catheters breaking down when clamped. Complainant confirmed they are clamping the catheter in the area that states "clamp here". Complainant was not willing to provide any other information regarding the alleged failure and call was discontinued.